Event description:
When the physician placed the graft he was aware that the patient had left renal artery stenosis. Physician was prepared to stent the artery at the time of the procedure. During entry from the right femoral artery, the tip of the catheter was inadvertently sheared off. Another manufacturer's stent was placed in the left renal artery and the separated segment of the catheter was covered by the stent, securing it in the artery to the wall. Post angiogram noted a proximal type I endoleak, another manufacturer's stent was placed at the proximal portion of the main body graft. After having stented and ballooned the locations, the patient's renal artery was patient, with no noted evidence of endoleak viewed during the final angiogram. Reference 1820334-2003-00190.